Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implantation procedure the lens stuck and unable to advance. There was a patient contact. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced almost to the nozzle tip and is advanced under the iol. The iol is advanced into the nozzle entry and is damaged. We are unable to determine the root cause for the reported complaint lens stuck, unable to advance. Plunger underride was observed. Plunger underride may occur if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).